Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, renal vessels, the stapler was able to fire and there was poor staple formation on the three reloads. There was incomplete cutting of tissue. They used scissors to cut off the staple line. There was no patient injury.